Event description:
It was reported that during a laparoscopic splenectomy, the device locked in the firing position. It had to be forced open. The instrument cut did not staple, causing excessive bleeding. The case was immediately turned into an open case. The case was completed with a like device.